Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 08 april 2024, it was reported that one infusion set fell off during use. Blood glucose level observed was 316 mg/dl. Insulin used was novolog. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.